Manufacturer narrative:
Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. Allergan is unable to confirm with the healthcare professional, therefore add'l event, product, or pt details are not attainable. The events of lumps and swelling are physiological complications and analysis of the device generally doesn ot assist allergan in determining a probable cause for these events.

Event description:
Pt reported an unspecified time after injection with 2 syringes of "juvederm voluma xc" in the "cheeks, folds, under the eyes, and lips," the pt experienced a "lump on the left cheek, lump in the jowl area, white little lumps on the right side of the lip, and right eye swelling." The pt had eye surgery approx 3 months after injection; at that time, the healthcare professional "removed some of the product under the right eye." The same healthcare professional performed the initial injection and the eye surgery. The pt was unable to specify exactly what was used to remove the product. Pt did not specify if symptoms were still ongoing.